Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it was found that e224 error occurred due to cable failure, and e224 errors and images were displayed intermittently. E224 error is an error that occurs when an abnormal communication between the endoscope and the processors occurs. (Instruction manual otv-s400 chapter 9 troubleshooting, 9.2 troubleshooting guide). The cause of the cable failure was estimated to be internal flooding from the cut on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found error message e224 camera head communication error code intermittent, but image wasn¿t present due to faulty cable, the device failed the leak test due to cut, kink, and worn-out cable unit. The cable boot had deep scratches. And the device had faded label on the rear cover. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had image problem and error message e224. There were no reports of patient or user harm associated with this event.